Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found to be out of spec in relation to the reported symptoms, which was reproduced. System error 322 alarm were confirmed and were determined to be caused by a loose upper latch switch bracket. The upper auxiliary assembly, which contains the loose upper latch switch bracket, was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no pt injury.